Manufacturer narrative:
Approximate age of device (age of device: 1 year, 11 months). Manufacture conclusion: the report of a low speed and pump stop events can be confirmed based on the submitted log file. The log file contained approximately 6 days of data which captured low-speed events and 4 pump stops while the patient was supported by the patient cable and mpu. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline; however, a specific cause for the low speed and pump stop events cannot be conclusively determined through the evaluation of the returned distal end of driveline. A distal end driveline replacement was performed by a tech services representative on (B)(6) 2018. Approximately 19¿ of the external portion/distal end of the driveline was returned. The silastic sleeve was removed, and examination the shielding and bionate revealed multiple areas with shield breakdown. An electrical continuity test of the returned driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. The patient was issued an ungrounded patient cable and remains ongoing on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was experiencing pump stoppages. The log file analysis captured pump stoppages on (B)(6) 2018. The events only appear to be occurring while the vad is connected to the mpu. A percutaneous lead repair was performed without issue. The patient was observed and then sent home on regular grounded patient cable. The account communicated that the patient will remain on an ungrounded cable. There is no plan to exchange pump at this time. No further information was provided.